Event description:
Information received from the field does not address the patient's clinical status but notes that during a routine transtelephonic session, demand pacing showed intermittent loss of ventricular capture. Magnet response was appro- priate. A follow-up office visit was scheduled.